Event description:
The customer reported of communication loss reported after hospital poweroutage, there was a power outage and the power resumed but in the emergency department (ed) department there's communication loss showing on their bedside monitors. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported communication loss at the central nurse's station (cns) after a hospital power outage. The customer reported of receiving a call from the nurses at the hospital, stating that there was a power outage and the power resumed but in the ed department there's communication loss showing on their bedside monitors. The reported device was not returned for evaluation. Nk tech support instructed the customer to power cycle the cns and bsm's in comm loss. After the power cycle, the issue of comm loss was resolved. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue is ungraceful exit due to power outage. The reported issue does not require further investigation through CAPA process. Manufacturer's hazard analysis determined the residual risk of pu-621ra communication loss is acceptable. The overall risk rating is high.

Manufacturer narrative:
The customer reported of communication loss reported after hospital poweroutage, there was a power outage and the power resumed but in the emergency department. There's communication loss showing on their bedside monitors. No patient harm was reported.

Event description:
The customer reported of communication loss reported after hospital poweroutage, there was a power outage and the power resumed but in the emergency department (ed) department there's communication loss showing on their bedside monitors. No patient harm was reported.